Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii limb was intended to be implanted during the endovascular treatment of a 57mm abdominal aortic aneurysm. It was reported during the index procedure, the delivery system was removed from its packaging and was found to be damaged, as a significant bend was identified in the middle of the delivery system. No extra force was used to remove the device from packaging. The packaging itself was not damaged and was noted to be sealed when taken off the shelf. Due to the severity of the bend, the device was deemed unusable. The endurant ii stent graft limb did not come into contact with the patient and was discarded. A replacement device was opened and successfully implanted. The patient was treated with a 28x14x012 aui and 16x13x82 limb extension per the physician the cause of the damaged delivery system is undetermined. No additional clinical sequalae were provided and the p atient is fine.